Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with thirty-six unopened samples were received for analysis. Product code ba1673h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional h3 analysis: the product was returned to ethicon for evaluation. Two empty foil. Three labeled winding former and three detached needles were received for analysis. The product code is ba1673h. The visual assessment of the needle noted that the swage and attachment area was observed to be as expected. The barrel hole of the needle was examined under magnification, one needle no suture remnant was found. And the other two needle, remnant suture were noted. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. In addition, the suture was not returned for evaluation to determine the assignable problem cause. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any patient consequences? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Send via sendflex please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4).

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6) 2025 and suture was used. During the procedure, needle tears off the thread when piercing. No adverse patient consequences were reported. Additional information was requested.